Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was able to withdraw more than 80 units of insulin from the cartridge despite receiving a notification that the cartridge was nearly out of insulin. There was no reported adverse impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support confirmed the reported issue. Reportedly, the customer had manual injections available as alternate insulin therapy.